Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the limited information received from the field the device was explanted due to a displaced electrode likely due to a post-operative migration of the active electrode. This is a final report.

Event description:
Reportedly the user was explanted due to a displaced electrode. A full insertion was achieved at implantation.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly the user was explanted due to a displaced electrode. The user was explanted but not reimplanted.